Event description:
During an anterior cervical discectomy and fusion, c5/6 and c6/7, distraction pin broke in patient's bone. Broken piece was left in patient's bone. Nothing will be returned by the user facility. Surgery was not believed to have been prolonged.

Manufacturer narrative:
Item will not be returned. All available information has been forwarded to our manufacturer for further analysis.